Event description:
An optometrist reported a pt with overcorrection of myopia causing near and distance vision to be blurry in both eyes. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested: attempts to obtain add'l info have been made. No new info has been received. (B)(4).